Manufacturer narrative:
Occupation - technician adviser. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the clinic after receiving a patient notifier. Upon interrogation, the charging time of the implantable cardioverter defibrillator had timed out. The capacitor maintenance test was performed, popping noise was heard and the value of the charge time showed "n/a". The device was explanted but the explant date is unknown. The patient was stable throughout the whole procedure.

Event description:
New information on 08/23/2018 stated that the implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2018.

Manufacturer narrative:
The reported field event of extended charge time was confirmed. Data stored in the device showed two charge timeouts occurred in the field. The device¿s charging circuitry was tested in the lab and was found to function normally. The high voltage capacitors were analyzed by their manufacturer and a capacitor anomaly was found that was the cause of the extended charge time.